Manufacturer narrative:
(B)(4) the dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 09/22/2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. Patient reported that the skin tissue under the skin was puffy and had developed bumps under the abdomen. Reaction was located at and around the area of sensor insertion and was the size of a half dollar. Patient stated that she had spoken to her endocrinologist about the reaction and the doctor did not know what could be causing the reaction to occur. Patient was advised to let the reaction subside over time. Patient further indicated that she had at least two areas where the hardened tissue still remained after several week. Patient has a history of scar tissue development from insulin injections and had to have surgery to remove the scar tissue prior to dexcom usage. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction could not be confirmed. A root cause could not be determined.